Manufacturer narrative:
(B)(4). The se 2240 was identified during a review of a returned homechoice (hc) device; there was no report for this alarm called in by the customer. The hc was evaluated; there is no evidence that problems with the hc contributed to se 2240. This complaint for the se 2240 (air in line) was not confirmed. The cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 18:45. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported. There was no report for this alarm called in by the customer.